Manufacturer narrative:
Due to disposal of the complaint instrument, no technical investigation on the device could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The pantera pro failed to cross the calcified lesion in the proximal lad.